Manufacturer narrative:
Devices history reports (DHR) analysis show that the lead related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Review of the patient files confirmed presence of noise and artifacts. The origin of these non-physiological signals are unknown. Based on available data the issue could be located at lead level but cannot be confirmed with certainty with the available data. The subjected lead remains implanted, no conclusive statement can be drawn on the lead and the pacemaker status. A careful monitoring of the ventricular lead integrity should be performed to ensure the adequate sensing and pacing functionality. Depending on the patient condition, a re-intervention should be evaluated by the physician in order to check the integrity and proper operation of the v lead.

Event description:
Reportedly, during in-clinic follow-up, a low impedance below 200 ohms was measured on the rv lead in bipolar mode, with a v-sensing of 0.8 mv and no ventricular capture at 4v (in bipolar mode). The clinician repeated the electrical measurements oft the rv lead in unipolar mode and all values were within specification (impedance, sensing and threshold). The device was programmed in unipolar mode with rv sensitivity at 5mv.

Event description:
Reportedly, during in-clinic follow-up, a low impedance below 200 ohms was measured on the rv lead in bipolar mode, with a v-sensing of 0.8 mv and no ventricular capture at 4v (in bipolar mode). The clinician repeated the electrical measurements oft the rv lead in unipolar mode and all values were within specification (impedance, sensing and threshold). The device was programmed in unipolar mode with rv sensitivity at 5mv.